Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a chaffed, raw skin irritation under the front left ECG electrode. The patient's home nurse applied an antibiotic cream to the irritation. Follow-up indicated that the patient continued to use the antibiotic cream and the skin irritation had healed.